Manufacturer narrative:
Since philips does not expect a return of the system, no device failure analysis can be performed. Based upon the condition of the system and details of the event, no further action by philips is anticipated. Since philips does not expect a return of the system, no device failure analysis can be performed.

Event description:
The customer reported an hd15 ultrasound device caught fire, which destroyed the system. The customer stated the device was unplugged and not in use at the time the fire occurred and this system was not equipped with a battery. There were no reports of injury associated with this event.